Manufacturer narrative:
(B)(4). No lot number was provided. A device history record review was performed based upon a lot number from sales history data. A device history record review was performed on the epidural needle with no relevant findings. A review of design change history for kit (B)(4) and part number (B)(4) was performed as a part of this investigation. No design changes have been made to this product in the past two years that would have led to this complaint. A corrective action is not required at this time as the potential cause of the needle tip bending could not be determined based upon the information provided and without a sample. Complaint verification testing could not be performed as no sample was returned for analysis. No lot number was provided. A device history record review was performed based upon a lot number from sales history data. A device history record review was performed on the epidural needle with no evidence to suggest a manufacturing related cause. Therefore, the potential cause of the needle tip bending during use could not be determined based upon the information provided and without a sample.

Event description:
These needles have a tendency to bend at the bevel when the needle comes in contact with bone in a tight epidural space. The bevel is bent up into configuration of a hook. This hook is very sharp and cuts like a razor when pulled across a sheet of paper. There are no apparent injuries to the patients. The outcome was that the needles were removed without attempting to place catheters and catheters were placed using different brand needles.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation at this time. The manufacturer will continue to monitor and trend related events.

Event description:
These needles have a tendency to bend at the bevel when the needle comes in contact with bone in a tight epidural space. The bevel is bent up into configuration of a hook. This hook is very sharp and cuts like a razor when pulled across a sheet of paper. There are no apparent injuries to the patients. The outcome was that the needles were removed without attempting to place catheters and catheters were placed using different brand needles.